Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the transverse sinus (ts) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed three smart coils and 11 non-penumbra coils in the target vessel using a non-penumbra microcatheter. The physician then advanced a new smart coil into the target vessel and was attempting to pack the coil by pushing and pulling it back through the microcatheter several times; however, when approximately two centimeters of the smart coil remained to be pushed, it suddenly became hard to push the coil and the coil became stuck. Therefore, the smart coil was removed and the procedure was completed using the same microcatheter, additional smart coils and other coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pusher assembly was kinked throughout its length, including approximately 120.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds and gaps throughout its length. Conclusions: evaluation of the returned device revealed the embolization coil had offset coil winds and gaps throughout its length. This type of damage typically occurs due to forceful manipulation of the smart coil against resistance. The initial cause of resistance could not be determined, but the damage observed throughout the embolization coil may have further contributed to the resistance experienced. Further evaluation revealed the pusher assembly was kinked in multiple locations throughout its length. This damage was likely incidental and may have occurred during packaging for return to penumbra. The smart coil introducer sheath and non-penumbra microcatheter mentioned in the complaint were not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.